Event description:
It was reported the stimulator 7425 and extension 7489-40 were replaced due to battery depletion (original implant of 2007). Stimulation was ineffective after the replacement (unable to obtain serial number for this system).

Manufacturer narrative:
No components were returned for analysis.